Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The following results were provided: sid (B)(6) initial result 27.3 pmol/l, repeat results (tested on sister modules (B)(6)) 15.9 / 16.4 / 15.4 / 15.2 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit of the complaint lot. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 65500ud00, however, in-house performance testing of a retained reagent kit of the complaint lot was completed. Testing met acceptance criteria and indicates the product is performing as expected. A review of the device history record did not identify any nonconformances or deviations with the complaint lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I free t4 reagent kit lot 65500ud00 was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The following results were provided: sid (B)(6) initial result 27.3 pmol/l, repeat results (tested on sister modules (B)(6) 15.9 / 16.4 / 15.4 / 15.2 pmol/l. No impact to patient management was reported.